Manufacturer narrative:
Related MFR 2916596-2024-00931 captures numerous recurrent emergency visits and readmissions for worsening right heart failure. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed into hospice due to worsening right failure requiring numerous recurrent emergency visits and readmissions with poor long term prognosis and quality of life. The patient was placed on sildenafil for right ventricular dysfunction and was aggressively diuresed during each emergency room visit/hospital admission. He constantly struggled with fluid overload/shortness of breath related to severe right heart failure. He had known right ventricular dysfunction before the left ventricular assist device was implanted. The right ventricular dysfunction worsened post-implant. The patient passed away on (B)(6) 2024 after being on home hospice for 2 months. The device was assumed to have operated as expected. No autopsy was performed. The device was disposed of.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient 's outcome could not be conclusively determined through this evaluation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.